Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. The customer's blood glucose (bg) level ranged from 505 mg/dl to "high" (specific bg value was not provided). Elevated bg was addressed with a correction bolus via the pump and a manual dose injection. A systems check was performed with tandem technical support and no issues were identified. The customer successfully changed the pump supplies and resumed insulin therapy.